Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms on a competitor's right ventricular (rv) lead. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated this device had the ventricular tachycardia mode programmed to something other than monitor plus therapy as a result of the high pacing impedance measurements and oversensing.